Event description:
At end of procedure a closure device was attempted to be used (8 fr. Angioseal). After insertion of the introducer, the dilator was removed. At this point blood was noticed coming from around the introducer. It was apparent to the person deploying the device that something was malfunctioning. The introducer was removed and then it was identified that part of the device was missing. Physician was advised and tried to remove the piece but was unsuccessful. Physician elected to take the patient to surgery for retrieval.